Event description:
During an atrial fibrillation procedure, during radiofrequency irrigation phase, a cardiac tamponade occurred. At that time the operator was performing ablation burns below the superior right pulmonary vein and to enhance stability of the ablation catheter the clutch was kept tight. During a deep breath the ablation catheter was dislodged and an high contact force was detected in that moment. The pericardial effusion was diagnosed with echo. The patient underwent pericardiocentesis procedure and after that patient status returned stable. The procedure will be rescheduled in three months.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.